Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-aug-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for non-malignant use. It was reported that for about the past week, the patient has been having to hold ac power cord in the communicator port to get it to charge. The patient representative (rep) stated that today they could not get the communicator to charge at all. The rep will call back with the serial number tomorrow. The port of the communicator was bent or broken and will not charge. Additional information was received from a patient representative (rep) to supply the communicator serial number. The agent sent request to repair and to ship the communicator. The rep and the patient will call back if they need further assistance.